Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (cva/stroke). Evaluation conclusions: inherent risk of procedure ¿ (cva/stroke). (B)(4).

Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (cva/stroke). (B)(4).

Event description:
It is reported that the patient suffered a stroke same day as death. Investigator indicated that the reported event was not related to the study device.

Event description:
During the index procedure, one endeavor sprint drug-eluting stent implanted in the rca and one endeavor sprint drug-eluting stent im planted in the lad. Patient expired approximately 29.5 months post index procedure. Death was assessed as non-cardiac due to an accidental fall - patient died due to intracranial bleeding. The investigator assessed that there was no relationship between the event and the study device.